Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were called the healthcare professional and get hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 350 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin. Customer was alleging insulin pump for under delivering because customer stated that the insulin pump was not giving correct amount of insulin. Customer declined to check air bubbles and leak. Drive support cap was normal. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshooting for the no delivery alarm and insulin was exited. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.